Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with an unknown mentor saline prosthesis. The prosthesis was filled to 250ccs. On (B)(6) 2018 right sided deflation was diagnosed through a visual examination. As a result, an explant was performed on (B)(6) 2018.